Event description:
It was reported that during the deployment of the embolization coil, the coil prematurely detached within the parent vessel. A snare was used to retrieve the coil. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the device was returned with the embolization coil detached from the delivery pusher. The delivery pusher was not returned for evaluation. The attachment tether that holds the implant intact with the delivery pusher was broken. The implant distal end is stretched. The attachment is white opaque. This appearance is consistent with stretching. Root cause analysis: the root cause of this complaint appears to be that the device was exposed to a force that exceeded the maximum tensile specification of the attachment monofilament.